Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not power on. A field service engineer found drawer 3.1 had a failed drawer controller which caused the power supply to enter crowbar mode and fse replaced drawer controller board on main drawer 3.1 and 3.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to power on.the customer reported that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.